Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided cause was not known. A manual correction injection s was delivered to address bg. It was also reported that a minimum fill notification occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.